Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected failed battery test alarms during testing. The power management graph was in specification. No unexpected low battery alerts noted during testing or in the pump history file. No pump error (B)(4) alarms, pump error (B)(4) alarms, replace battery alerts or replace battery now alarms noted in the pump history file or during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got battery failed alarm. Customer¿s blood glucose readings was unknown at the time of incident. Customer is she is getting battery failed even though they are new. The customer was assisted with troubleshooting. Customer reported that pump alarmed with replace battery now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.